Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
A long-term outcome and quality indicator (loqi) impella registry notification was received 2023-09-18 indicating a patient enduring ventricular arrhythmia (svt and vt runs) during impella support. The patient had presented with acute myocardial infarction and cardiogenic shock for hemodynamic support.

Manufacturer narrative:
The investigation into the ventricular arrhythmia (svt and vt runs) issue has been completed since the original report was filed. The device was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the vt/vf was not determined.